Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During an atrial fibrillation eps ablation procedure, a versacross connect for faradrive was selected for use. The physician gained femoral access on the left femoral vein twice and right femoral vein once. A non-boston scientific coronary sinus and an intracardiac echocardiography (ice) catheter were placed from left sided access. The transpetal was being prepped with versacross connect for faradrive. The radio frequency (rf) wire followed by faradrive loaded with versacross connect dilator was advanced through right femoral vein. A mid-mid transeptal puncture was achieved with ice verification, with no issues reported. The physician advanced versacross wire, dilator, and faradrive sheath across to left atrium, floating in blood pool confirmed with ice. The dilator and wire were removed from faradrive. A non-boston scientific mapping (octaray) catheter was advanced to left atrium and mapping of the left pulmonary veins started. During mapping, the patient became unstable, extremely hypotensive and tachycardic. Ice confirmed pericardial effusion that was not identified at baseline. Pericardial effusion accumulated primarily around right ventricle. The cause of tamponade was identified to be perforation of the left atrial appendage. A pericardiocentesis and pericardial drain placement was performed. Hemodynamic support by anesthesia and autotransfusion followed to stabilize patient. The patient was already under general anesthesia and intubated. The patient was transferred from ep procedural lab to cardiac thoracic surgery. The patient did not survive open heart surgery. The device is not expected to be returned for analysis (disposed).